Manufacturer narrative:
This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 55-year-old patient received a biozorb implant on (B)(6), 2024, in the right breast. It is alleged that by (B)(6) 2025, the patient developed "localized right breast pain at the site of the biozorb." The litigation alleges that the biozorb was palpable and tender to deep palpation. On (B)(6) 2025, it is reported that a right lumpectomy was performed to remove the biozorb. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.